Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 4 tritnium tibia; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient's right knee was revised after patient complaint of pain.

Manufacturer narrative:
Additional information was received for the additional devices involved: the following devices were also listed in this report: tritanium bplate triathlon s4; (B)(4); lot# ctd9741. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision due to pain involving an unknown insert was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned a review of the provided medical records by a clinical consultant stated the following comment: as such is the cause of pain unclear, pain is a rather a specific sign consistent with a multitude of potential pathology. As such can this case not be solved with the current information but requires more info to solve. Extreme obesity may be a secondary factor but rarely represents a principal cause of failure and as such is not enough to explain the problem of pain just by itself. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, the reason for the revision, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised after patient complaint of pain.